Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a delay in patient information. A technical support specialist (tss) confirmed that the patient associated with the initial concern had already been discharged and that all messages were received and processed successfully without delay. The tss verified that station synchronization was normal with no errors. The tss obtained a new sample with the customer and identified that the patient was in pre-admission status, and the system setting to display pre-admission patients was found to be disabled. With customer approval, the tss enabled the setting, after which the patient became visible on the station with pre-admission status. The tss communicated the findings and confirmed normal functionality with the customer, who acknowledged and provided permission to close the case. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient information was delayed and this was the only station with the delay, which located on ft. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.